Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate high voltage therapy due to dislodgement of the right ventricular (rv) lead. Diagnostic imaging confirmed the dislodgement. The rv lead was repositioned and the device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.